Manufacturer narrative:
Initial.

Event description:
It was reported that the device¿s sleep/wake button did not respond when pressed, after which the user waited and then held the button, and the ilet resumed normal function without further issues. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, no injury, and no hospitalization. Investigation included remote troubleshooting guidance and user education. Investigation of this case revealed a transient, non-reproducible button responsiveness concern with no confirmed device malfunction and no component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the event resolving and not reproducing during guidance.